Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a bolus wizard issue. Customer's blood glucose at time of incident was 501 mg/dl. The customer advised that wizard is not giving calculation for blood glucose. Customer stated the correction bolus is incorrect. The customer was advised the bolus wizard adjusts the correction bolus based on insulin sensitivity and target blood glucose. The customer was advised the bolus wizard adjusts the food bolus if blood glucose is under target. Customer was advised the pump made correct calculations based on information entered. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 501 mg/dl. The customer was treated with the insulin pump. The customer declined troubleshooting for high blood glucose. The customer was advised of 2 high blood glucose rules.